Event description:
The user reported that the cardioplegia pump appropriately stopped when an air bubble was detected. The arterial pump continued to operate, however. It is possible that the observed response was completely in accordance with the response configured by the user. The user configuration is not known at the time of this report. No pt injury was reported as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.